Manufacturer narrative:
Outcomes to adverse event: the consumer reported that the front of a molar broke off. Report source: complaint received from the (B)(6).

Event description:
A consumer alleged that the airfloss caused the front of a molar to break off during use.

Manufacturer narrative:
Correction of the product model number; revised lot # from not applicable (na) to no information (ni). Analysis results: the root cause of the customer's complaint could not be determined as the device operates within specification.